Event description:
It was reported that a cannula to a smiths medical cleo® 90 infusion set was bent leading to the patient's blood sugar reading of 290. The patient changed out the site and an insulin bolus was required. The patient recovered with no further adverse effects.